Manufacturer narrative:
(B)(4)

Event description:
It was reported that after an ablation procedure, the right ventricular lead exhibited high threshold. Fluoroscopy revealed that the lead had dislodged. The lead was repositioned and remained implanted. After the procedure, the lead exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2016. The patient was in good condition.